Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced tubes/extenders with molding defects. The following information was provided by the initial reporter. The customer stated: tubes/ extenders with molding defects (non-cosmetic) that can be used it was reported that the tubes are bending. Per email: the gold top tube are curved inappropriately, they are bend and interfering with the probe.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1208821, medical device expiration date: 2022-07-31, device manufacture date: 2021-07-27. Medical device lot #: 1230966, medical device expiration date: 2022-08-31, device manufacture date: 2021-08-18. Investigation summary:"material #: 367986 lot/batch #: 1208821 & 1230966. Bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for bent tube was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of bent tube. Bd determined that the root cause of the indicated failure mode was attributed to the temperature variation of the plastic resin used during injection molding. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Our business team regularly reviews the collected data for identification of emerging trends."